Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg and relocated to a different pocket site. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.